Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm l leaked. The following information was provided by the initial reporter: "today I noticed twice that after puncturing an infusion, when the needle goes out of the patient and automatically retracts into the protective sleeve, blood is leaking from the back at the white cap. This does not happen normally and should not. 1st time I didn't think this could be a material defect so nothing was done about it. When it happened to me the second time today, it did."

Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm l leaked. The following information was provided by the initial reporter: "today I noticed twice that after puncturing an infusion, when the needle goes out of the patient and automatically retracts into the protective sleeve, blood is leaking from the back at the white cap. This does not happen normally and should not. 1st time I didn't think this could be a material defect so nothing was done about it. When it happened to me the second time today, it did."

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.